Event description:
The customer reported having no delivery and motor error alarms. The customer stated that the cannula was removed and it was bent. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run the displacement and self test and they passed. During the call, the customer mentioned that the alarm history revealed a couple of bad battery alarms. The customer also stated that he was hospitalized last year due to his significant weight loss and not adjusting his insulin pump settings, which caused his blood glucose to drop. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.